Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not reveal any anomalies with the exception of procedural damage. Electrical testing did not reveal any indication of conductor fractures or internal shorts.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
During implant, loss of capture was noted on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable with no consequences.